Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, their device locked up. The customer advised that during a patient transport their device charged for defibrillation by itself and then entered AED mode on its own. The staff attempted to interact with the device but there was no response, the batteries were removed to shut the device off. In this state defibrillation therapy may not be available to a patient if needed. The customer also stated they were able to complete the call using manual methods to monitor the patient. Later, after the patient event, the batteries were reinstalled, however the device would no longer power on. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Event description:
The customer contacted physio-control to report that during a patient event, their device locked up. The customer advised that during a patient transport their device charged for defibrillation by itself and then entered AED mode on its own. The staff attempted to interact with the device but there was no response, the batteries were removed to shut the device off. In this state defibrillation therapy may not be available to a patient if needed. The customer also stated they were able to complete the call using manual methods to monitor the patient. Later, after the patient event, the batteries were reinstalled, however the device would no longer power on. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly and observed that the right side of the power button was electrically open which caused an intermittent operation.